Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" there was no patient harm. Incident reported relating to a blood component transfusion that appears to have been transfused faster that it should have been. Note: manufacturer report 9610825-2021-00345 was filed for the first pump used during the infusion. Staff changed set to 2nd pump. Staff calculated 250ml-37ml=213ml. 71.43ml/hr 213ml should have taken 3 hours 2nd pump infused over 2hrs 12mins (should have been 71.43ml/hr * 2.2 =156ml) actual delivered 131.97ml. At this stage the blood bag was empty. But the pump displayed 81ml still to be delivered.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. No damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analysed. The therapy on (B)(6) 2021 was investigated. The infusion was started with a rate of 71,43 ml/h about 3 hours. Repeatedly, an air problem occurred. The reason for the air alarms could not be clarified. 2 hours later the infusion was stopped. At this time, 131,97ml must be infused. No other abnormalities were found. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,57%. 2.6 the device was disassembled, and the inside was investigated. The lower housing, the emc protection shield and the bottom inner frame were damaged by liquid. No other visible damage was found inside the device. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.